Manufacturer narrative:
This incident has been reported under (B)(4). Upon completion of the investigation a final/supplemental report will be submited.

Event description:
It was reported that the device was skipping and cutting too deep. No harm or delay have been indicated. No adverse event was reported as it relates to the event. Due diligence is complete, and no additional information is available.

Event description:
No additional event information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends